Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack was separated, and the proximal section of the pull rack was missing. The distal section of the pull rack was still inside the handle. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed and stretched. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa). The 100% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. An ipsilateral contralateral approach was used to access the lesion. Slight resistance was felt, but the device was able to advance to the lesion without issue. After pre-dilatation, an attempt was made to deploy the stent. Approximately half of the stent was deployed, but the thumbwheel did not rotate even when a force was applied. The pull grip was pulled, but the stent could still not be deployed. Therefore, the entire system was pulled, and the stent was placed. Post dilatation was performed, and the stent was fully expanded. It was confirmed that the stent was stretched approximately 3cm or greater, so another eluvia of the same size was placed to complete the procedure. There was no patient injury. It was further reported that after stent deployment was completed, the customer intentionally broke the pull grip and removed the delivery system and they advised that the pullrack breakage is not related with the reported issue. They discarded the handle portion of the device after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack was separated, and the proximal section of the pull rack was missing. The distal section of the pull rack was still inside the handle. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed and stretched. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery (sfa). The 100% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. An ipsilateral contralateral approach was used to access the lesion. Slight resistance was felt, but the device was able to advance to the lesion without issue. After pre-dilatation, an attempt was made to deploy the stent. Approximately half of the stent was deployed, but the thumbwheel did not rotate even when a force was applied. The pull grip was pulled, but the stent could still not be deployed. Therefore, the entire system was pulled, and the stent was placed. Post dilatation was performed, and the stent was fully expanded. It was confirmed that the stent was stretched approximately 3cm or greater, so another eluvia of the same size was placed to complete the procedure. There was no patient injury.